Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) exhibited a battery depletion (bd) error message. A request was made to have data from this device analyzed and data analysis confirmed that this s-ICD is depleting normally, and the bd error was the result of the extended magnet application. This is expected behavior. The device must be interrogated by a programmer to clear the error. However, the displayed again a bd error and there were concerns about battery depletion as the battery longevity has decreased from 73% to 14% in a three month time period. Device replacement was recommended. The device remains in service and it is scheduled to be replaced. No adverse patient effects were reported.

Manufacturer narrative:
A review of the device history record (DHR) was performed. The review of the DHR identified that there were no process related non-conformances, scrap, or rework performed during the production that could explain the event. The reviews ensure each device meets specification prior to release for use. There is no indication the device manufacturing process contributed to the reported complaint. A risk review was completed and confirmed that the event of device displays error message was defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. A labeling review was performed. The IFU warns about strong magnetic fields as follows: "static magnetic fields. Advise patients that extended exposure to strong (greater than 10 gauss or 1 mtesla) magnetic fields may suspend arrythmia detection." Stereotaxis publicly available documents do not state the magnetic field strength; however, a paper on a similar product stated it had 20 gauss strength at 12 inches from the center of the field. Based on the review, it is unlikely the labeling was a cause of the complaint. Upon receipt at our post market quality assurance laboratory, the device was thoroughly evaluated and analyzed. The device appropriately showed no magnet was detected when the device was manipulated. A single magnet swipe was detected normally and returned to an expected value when the magnet was pulled away. Ten repetitions of this process did not result in a stuck magnet reed switch. The device memory showed multiple magnet detections logged on (B)(6) 2025, and another magnet detection logged on (B)(6) 2025. Between these two dates, power consumption measurements were very high, consistent with a closed magnet reed switch during a battery voltage measurement. A battery depletion (bd) alert was also triggered on (B)(6) 2025 due to decreasing battery voltage measurements. No further magnet detections were logged after (B)(6) 2025 (the date of explant), and the power consumption measurements were normal following this date. A procedure had been performed on (B)(6) 2025 with a stereotaxis (magnet guided) ablation system. The s-ICD device is intended to log magnet detections after the reed switch opens, i.e., when the magnetic field is removed. Additionally, the device will inhibit therapy while a magnet is detected. The most likely cause is that the magnet reed switch was intermittently activated during the stereotaxis procedure, eventually becoming stuck during the procedure due to the strength of the stereotaxis magnets, and becoming un-stuck on the day of the explant procedure. The closed magnet reed switch increased power consumption, resulting in the bd alert. Laboratory analysis was not able to reproduce the stuck magnet reed switch. Based on a thorough review of the reported complaint and device analysis, boston scientific has assigned an investigation conclusion code of cause traced to another device.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) exhibited a battery depletion (bd) error message. A request was made to have data from this device analyzed and data analysis confirmed that this s-ICD is depleting normally, and the bd error was the result of the extended magnet application. This is expected behavior. The device must be interrogated by a programmer to clear the error. However, the displayed again a bd error and there were concerns about battery depletion as the battery longevity has decreased from 73% to 14% in a three-month time period. Device replacement was recommended. The device remains in service and it is scheduled to be replaced. Subsequently, a revision procedure was performed and the s-ICD was explanted and replaced. No additional adverse patient effects were reported. The device was returned for analysis.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) exhibited a battery depletion (bd) error message. A request was made to have data from this device analyzed and data analysis confirmed that this s-ICD is depleting normally, and the bd error was the result of the extended magnet application. This is expected behavior. The device must be interrogated by a programmer to clear the error. However, the displayed again a bd error and there were concerns about battery depletion as the battery longevity has decreased from 73% to 14% in a three month time period. Device replacement was recommended. The device remains in service and it is scheduled to be replaced. Subsequently, a revision procedure was performed and the s-ICD was explanted and replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
Explant performed.